Manufacturer narrative:
Clinic review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty cycler and the patient event of hypertension, seizures and unresponsiveness as there was documentation that the catheter required to be disconnected prior to transport indicating the patient was in treatment at the time of the event. However, there is no documentation of a causal relationship between the adverse event and the liberty cycler. Additionally, there is no allegation of a machine malfunction or deficiency. According to medical records, the patient was non-compliant with hypertension medications, which in combination with kidney disease is a cause of posterior reversible encephalopathy syndrome (pres). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis( pd) contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance for a last bag not detected message and during the call the patient contact reported the patient was hospitalized (unspecified). Upon follow up, pdrn stated that patient was hospitalized for seizure activity from (B)(6) to (B)(6). Pdrn stated that the seizure activity was due to high blood pressure which was pd therapy unrelated. The patient¿s discharge summary and medical records for the event were requested. In review of the medical records, this patient was at home and her blood pressure was >200mmhg, experienced headaches and became unresponsive. Emergency medical services (ems) transported the patient to the emergency room (ER) where the patient experienced one or two episodes of tonic-clonic seizure resulting in intubation. Prior to transport the patient¿s catheter was disconnected from treatment and not recapped. The patient was then transferred to a different facility in order to monitor continuously with eeg. The patient was sedated on propofol (route, dose, frequency and duration unknown) but arousable. The eeg showed no seizures. Neurological checks were ordered for overnight and the patient was monitored while on keppra (route, dose, frequency and duration unknown). The patient also had nicardipine ordered (route, dose, frequency and duration unknown), received normal saline (ns) at 75ml per hour, remained afebrile and had no leukocytosis. The patient was diagnosed with posterior reversible encephalopathy syndrome (pres) post brain magnetic resonance imaging (MRI) on (B)(6) 2018 which showed cerebral edema/hyperintensities along with malignant hypertension. Cause was attributed to the patient non-compliance with hypertensive medications (unspecified). The patient continued to improve and was extubated (B)(6) 2018. The patient continued pd therapy during hospitalization. The patient was kept on keppra with no recurring seizures and vision continued to improve. The patient was discharged to home (B)(6) 2018 in stable condition with a prescription for keppra (1,000mg tab, 500mg oral every 12 hours).